Event description:
Reporter alleged she obtained a result of 399 mg/dl on the advantage system while using expired strips at 7:30 am, and took an adjustment of 7.3 units of novolog insulin in her continuous pump. Reporter stated that around 11:00 am, she obtained another result of 132 mg/dl using the same advantage system and expired strips. Reporter stated that her husband found her after 7:00 pm, and she remembers the paramedics awaking her. Reporter believes she was given "glucophage" then hooked up to an IV before being hospitalized for 2.5 days. No other actions were reported taken, or treatment received. A request was made for the return of the suspect device.